Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the delivery had stopped. The customer¿s blood glucose was 130 mg/dl at the time of incident. The customer also state that insulin pump had power loss alarm and customer was able to successfully clear the alarm. The insulin pump will not be returned for analysis.